Manufacturer narrative:
Unit p-cap or reservoir locked properly in place. Unit received with label damage, cracked keypad overlay, cracked case, cracked case (battery tube), cracked case-corner of belt clip rails, and cracked battery tube threads. Unit passed displacement test, self test, active current measurement, and sleep current measurement. No battery or power anomalies noted during testing however, power graph generated by adapt power management tool shows unexpected battery power loss for a duration of time. Problem isolated to electronic assemblies. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that they received a low battery alert prior to the replace battery alert or replace battery now alarm. The customer stated the battery was not previously used. Customer stated the battery cap was not loose, cracked or damaged. This was not the second occurrence of replace battery alert or replace battery now alarm in less than 8 hours after a low battery warning. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.